Manufacturer narrative:
Testing of actual device: a getinge representative evaluated the unit and noted that the error message is logical because the last preventive maintenance was performed in (B)(6) 2020. No intervention will be performed. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) unit displayed an autofill failure error message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) unit displayed an autofill failure error message. There was no patient harm and no adverse event reported.

Manufacturer narrative:
Additional fields: e1 - ( event site state: 27, event site postal code: (B)(6).

Event description:
N/a